Manufacturer narrative:
(B)(4). Method: the returned mr290v chamber was performance tested for overfilling by connection with a waterbag. It was also visually inspected for damage. Results: it was observed that the primary float moved upward until it stopped filling just below the water level line. Visual inspection revealed that the chamber base was dented and scratched, which appeared to be as a result of the chamber being dropped or impacted. A lot check revealed no other complaints of this nature for lot number 101004. Conclusion: the mr290 is a single use autofeed humidification chamber used to maintain constant humidity level for the patient. It has a unique dual float mechanism that uses independent floats to control the amount of water which flows into the chamber and to safely maintain a constant water level inside the chamber for optimal humidification. Under normal circumstances, the blue "primary" float controls the water level in the chamber and the white "secondary" float acts as a backup to prevent overfilling if the primary float fails to operate. We were unable to replicate the reported fault with the returned mr290v chamber, as both the primary and secondary floats were functioning correctly. As the chamber showed sign of drop or impact damage, it is possible that it has contributed to the failure of the primarily float during use. On the basis of the results of our investigation, we are unable to ascertain the specific root cause of the reported incident. The fph user instructions (ui) that accompany the mr290 chamber specifies in the warning section "do not use the chamber if the water rises above the maximum water level line" along with a diagram directing the user to check the water level on the mr290 humidification chamber. A written description of the meaning of the symbols used is also included in the ui.

Event description:
A hospital in (B)(6) reported via our distributor that the water in the mr290v vented autofeed humidification chamber exceeded the maximum water level line. This was noticed prior to patient use.